Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system had no power in the main cabinet. No service has been performed by philips since service has not been provided and the case has been cancelled by the customer. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the device had no power in main cabinet. No harm to the patient has been reported to philips.